Event description:
It was reported that during surgery the head of the screw driver snapped off. A backup device was available to complete the procedure with no delay. No injury or patient impact has been confirmed yet.

Manufacturer narrative:
He associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The driving tips of the devices fractured off and were not returned. The devices were manufactured in 2017 and exhibit signs of extensive wear/usage. These fractures were likely caused by torsional overload. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.